Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported the syringe leaked through the black seal. To aid in the investigation, seven samples without packaging were received for evaluation by our quality team. A visual inspection was performed. First, with 10x magnification and then with 30x magnification. No defects were observed. Each sample was then tested for leakage and passed. A device history record review was completed for provided material number 309653, lot 3299559. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Issue: it was found that during a media transfer, 50 ml syringe leaked through the black seal during. Additional information: currently we have two additional events that occur on 09feb2025 & 17feb2025.